Event description:
Baxter reports a customer reported the transfer set was replaced twice because of leaks of the periotoneal dialysis fluid through the tubing. There is no data available on transfer set date of placing. No patient injury or medical intervention was associated with this incident.